Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2022-00277. A facility reported that the mayfield composite series skull clamp (a3059) was being used for cranial stabilization and slipped while patient was being turned to prone position prior to commencement of the case. The slippage caused significant lacerations to the patient's head (6-7 cm) which required sutures to close. There was a delay of 20 minutes due to product problem.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - upon investigation of the returned unit, the reported incident could not be replicated, no fault could be determined with the device in respect to the reported complaint, however, annual preventive maintenance has been recommended. Root cause - the root cause cannot be determined as the complaint reason could not be replicated by service and repair. Preventative maintenance and cleaning has been performed on the returned unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.